Event description:
It was reported that during the repair of a non union tarsal bones calcaneus, metal shavings were coming from the device. A back-up tps handpiece and unspecified attachment were used to complete the procedure without a clinically significant delay. No medical intervention was reported. Add'l info has been requested from the user facility.

Manufacturer narrative:
Corrosion was discovered within the device and scores were observed on the driveshaft, which is a probable cause of the reported metal shavings.